Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was apparently "sensing atrial events." The lead was repositioned and remains in use. No known patient complications were reported as a result of this event.